Event description:
It was reported that as the intra-aortic balloon was being inserted, blood was noticed entering the catheter. The intra-aortic balloon was removed and replaced without any complications.